Manufacturer narrative:
The mammotome ex probe is a sterile, single patient use instrument that may be used with imaging guidance, such as ultrasound, to exercise a diagnostic sample from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. Device has not been returned to devicor medical products, inc. Therefore device evaluation could not be performed. We are submitting this medwatch report pursuant to 21 cfr 803- if the malfunction were to re-occur, it would be likely to cause or contribute to death or serious injury.

Event description:
It was reported by the affiliate that during the procedure , a very hard foreign matter was observed in the tissues during procedure. Procedure was completed using device with no patient complications. This has been documented in our system as record number (B)(6).